Manufacturer narrative:
(B)(4). No specific patient code available: catheter was replaced. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported needing to go to the restroom while connected to the liberty cycler and when the patient got up, the catheter broke off. Follow up with the patient's peritoneal dialysis nurse indicated that the patient tripped on the liberty cycler set tubing when walking to the rest room which caused the catheter to break. The patient's catheter was replaced. Additional information was requested.